Event description:
In 2007, I had a total hip replacement including a stryker trident hemispherical cup. Stryker recalled the device in 2008 . Initial recovery was excellent. Approximately 18 days post-op, I experienced "clicking" of the hip. The next day, the hip locked. I was able to force it to unlock, but it felt unstable, weak and twisted. X-rays were taken and the surgeon reported that the hip appeared to be properly in place. The locking occurred several more times within the next approximately 2-3 weeks. About 2 weeks later, I experienced a grinding or crunching feeling for the following several days which led to inflammation in the upper back of the hip. X-ray was reported to show the hip properly in place. Physical therapy has not been helpful. Most recent x-rays show that the hip socket cup has loosened and will have to be replaced. Aspiration produced no fluid. Potential revision surgery will be scheduled for sometimes in 2008. Dates of use: 2007 - 2008. Diagnosis or reason for use: pain and limping.